Manufacturer narrative:
A patient penetrated the scan window during a CT scan; sustaining a knee injury that was treated with sutures. Ge healthcare's (gehc) investigation determined the root cause was unintended use error, i.e. The patient was not kept sufficiently still during scanning; allowing the patient to deflect the mylar window; contacting the collimator during rotation. The user manual provides instructions on appropriate patient positioning.

Manufacturer narrative:
UDI : (B)(4). Legal manufacturer: hcs wso - 3000 n grandview blvd. USA waukesha, wi 53188. Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation has been completed. H3 other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient penetrated the scan window during a CT scan; sustaining a knee injury that was treated with sutures.